Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported that: 2 different operators tried to pass the swg through the introducer needle but there was resistance. The guide unravelled and it was impossible to pass the guide into the vessel. Associated complaints: 3006425876-2023-01207, 3006425876-2023-01206, 3006425876-2023-01205.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer provided photos for analysis, but the complaint of a damaged guide wire could not be confirmed through the images. The instructions for use (IFU) provided with this kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 2 different operators tried to pass the swg through the introducer needle but there was resistance. The guide unravelled and it was impossible to pass the guide into the vessel. Associated complaints: 3006425876-2023-01207. 3006425876-2023-01206. 3006425876-2023-01205.

Manufacturer narrative:
Qn#(B)(6).

Event description:
It was reported that: 2 different operators tried to pass the swg through the introducer needle but there was resistance. The guide unravelled and it was impossible to pass the guide into the vessel.